Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased output and device had reached elective replacement indicator (eri) earlier than expected. This crt-d device now only had less than three months of remaining battery longevity. This crt-d device was explanted. No additional adverse patient effects were reported.